Manufacturer narrative:
A4 - weight: 61.5 kg. Device evaluated by MFR: the ranger was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A circumferential tear was identified in the balloon material located approximately 7mm proximal from the distal tip. It is not possible to inflate the device with a tear in the balloon material. As per the IFU, the rated burst pressure for this device is 14 atmospheres. The markerbands were visually examined, and no issues were noted with the markerbands. Damage was noted to the tip of the device. A visual and tactile examination of the shaft found multiple shaft kinks.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower extremity artery. After opening with guidewire, a bsc catheter was used for rotatory incision first, and a 5x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, following balloon deployment, it was observed that the guidewire had dislodged from the position where it initially entered the balloon. The balloon was found to be damaged, with a small defect resembling a pinhole at the site of guidewire entry, which prevented proper inflation. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A4 - weight: 61.5 kg.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower extremity artery. After opening with guidewire, a bsc catheter was used for rotatory incision first, and a 5x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, following balloon deployment, it was observed that the guidewire had dislodged from the position where it initially entered the balloon. The balloon was found to be damaged, with a small defect resembling a pinhole at the site of guidewire entry, which prevented proper inflation. The procedure was completed with another of the same device. There were no patient complications as a result of this event.